Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/27/2015.

Event description:
Patient presented with urethral prolapse and mesh rejection. (Indirect information from the operative report). Mesh revision with additional implant (uretex to2) surgery: (B)(6) 2007 - underwent anterior repair, cystocele repair, mesh resection, vaginoplasty, mid-urethral sling placement and cystoscopy under general anesthesia.